Manufacturer narrative:
The product was not returned for analysis. Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that something "went wrong" with a cartridge during an intraocular lens (iol) implant procedure. She also stated that it happened while trying to advance the iol through the cartridge during implantation.

Manufacturer narrative:
Additional information provided. Product evaluation: the customer indicated the use of a qualified 24.0 diopter lens and handpiece. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).